Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2018, a (B)(6) y/o, female patient with a bmi of 21.3, underwent implantation of a insert tib 2 11mm knee post stab cnstrn mod net cmpr mld. On (B)(6) 2019, approximately 4 months post implant, the patient underwent revision due to ankylosis.

Manufacturer narrative:
After further review of additional information received the following sections g3, g4, g7, h2 and h3 have been updated accordingly. (H3) upon review of the available information, there is no evidence that this is a device related problem and no allegation against the device. Implantation of a total joint could result pain, infection, loosening of total joint hardware and the patient should monitor their activity and stresses to the operated ankle. The most likely cause of the reported event is patient¿s conditions. According to IFU# 700-096-004 - patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. Patients should be warned to protect the joint replacement from unreasonable stresses and to follow the treating physician¿s instructions, until anterior wound healing is complete. Device specific risks - fracture, migration, loosening, subluxation, infection, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision.